Event description:
This 42-yr-old female had a "bam" in 1979 with implantation of silicone-gel breast implants. The MFR of these implants is unknown to this reporting facility as the procedure was performed elsewhere. The pt states she has fibromyalgia and presents with deformed painful left breast with mammographic evidence of implant rupture. Gross exam: right breast implant intact with no evidence of leakage or rupture; left implant is massively disrupted, having been found to contaminate the capsule.